Event description:
A patient with right hip osteoarthritis received total hip arthroplasty on (B)(6) 2019. A peri-stem fracture occurred sometime after surgery. According to the surgeon, the patient's high activity level was the main factor but the bone cut was also a factor. The surgeon operated on (B)(6) 2019 in order to wire the fracture.